Event description:
It was reported, during an implant procedure, a "gap" in the distal coil after attempting to insert the lead into a 9fr sheath was noted, and the lead could not be advanced. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed the helix electrode consistently extended and retracted within 13 turns. Visual inspection revealed the defib conductor was distorted at 51 centimeters. Damage at implant was noted.